Manufacturer narrative:
Philips investigated this complaint. The field service engineer (fse) visited system onsite and confirmed that the system was not booting, while also verifying that the incoming hospital power was available. During troubleshooting, it was identified that the l1 phase was missing at the main power distribution unit. Further investigation determined that blown fuse f4 on the ny1 board, responsible for supplying 230v to the l1 line. To resolve the issue, the fse replaced the fuse, after which the system was returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.